Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that their hcp wanted them to get in contact with their rep about increasing stimulation. Patient stated that the healthcare provider also told them that they would be setting up an appointment for rep to meet with the patient on his clinic days when he does injections. Caller also noted they have been in pain for "like a month" but also the pain did get a little better. Caller added that right now, they are exercising more and they think the stimulation sometimes goes off crazy especially when they are laying down or on their feet for a long time. Agent walked caller through how to increase stim on the controller, caller went from 3.3 to 3.4. The issue was not resolved. The caller was redirected to the patient's healthcare provider and a mdt rep to further address the issue. Agent sent email to reps for visibility.